Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis patient reported to technical support that during a previous treatment an air detected in cassette message during drain 5 of 5 was encountered on the liberty select. The patient bypassed the drain and upon removing the cassette from the cycler a fluid leak was observed. The patient was advised to discontinue use of the cycler and to contact the peritoneal dialysis nurse. It is unknown if the patient completed treatment. Additional information was solicited.

Manufacturer narrative:
Plant investigation: the reported complaint symptom code ¿fluid leaking¿ was not confirmed. The reported complaint symptom code air detected in cassette warning was not confirmed. The reported complaint symptom code hb make sure hb is on ht tray and unclamped was not confirmed. During treatment at dwell phase sb supply bag lines are blocked¿ occurred. The ¿ok¿ button was selected the alarm reoccurred three consecutive times before the treatment was canceled. No fluid leaks in the test cassette during the test treatment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. There was visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. A visual inspection of the returned cycler exterior showed no sign of physical damage. Passed mushroom head check. Test positive for glucose. The voltage check passed. There was visual evidence of fluid within pneumatic filter hp1. The hp1 filter will be replaced in production. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.